Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuousity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomical information was not provided with the case description which may have aided in the investigation and determination of cause. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon the first inflation at 12 atm, which is below the rbp. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the proximal left anterior descending artery (lad) with 19% stenosis. The 2.5 x 15 mm trek balloon ruptured at 12 atmospheres. No adverse patient effects were reported. A 3.0 x 15 mm non-abbott balloon was used instead. No additional information was provided.